Event description:
It was reported that a pt underwent c6/c7 disc evacuation, myelon decompression and subsequent ventral fusion using an empty peek cage disc replacement. After discharge to rehabilitation center, the pt was transferred to another surgical center where the treatment was considered inadequate despite neurological improvement and normal infectious parameters. Five weeks post implant, surgical revision was performed - the cage was explanted and bone graft inserted. No complications were reported.

Manufacturer narrative:
(B) (4). Literature citation: mondorf, etal. Peek cage cervical ventral fusion in spondylodiscitis. Acta neurochir (2009). 151:1537-1541. Neither the device nor (test results or imaging films) were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without add'l device info.